Manufacturer narrative:
Additional information was received that the reason for the lead replacement procedure was due to infection at the lead site. The physician believed that the infection was not device or procedure related. The patient was prescribed with antibiotics. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead replacement procedure for an unknown reason. No malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-50 serial #: (B)(4), description: infinion cx 50 cm lead, model#: sc-4318, lot #: 18467628, description: clik x anchor.

Event description:
A report was received that the patient underwent a lead replacement procedure for an unknown reason. No malfunction was suspected.